Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting developed cooladvantage plus on (B)(6) 2021 presented with hyperpigmentation and treatment area demarcation(tad). Hyperpigmentation and contour irregularities generally resolve over time without medical intervention, in this case both are still present 3 years post coolsculpting treatment. Plan of liposuction to the lower abdomen and fat grafting to the right upper quadrant for contour deformity and potential laser treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, treatment area demarcation (tad) is an aesthetic outcome of treatment in which the patient experiences excessive fat removal in the treatment area, resulting in a visible disruption to the continuous contour of fat, or unwanted indentation in the treated area. Volume reduction is an intended outcome of coolsculpting. In cases of tad the treatment outcome may not be considered aesthetically pleasing since structures surrounding the treatment area may appear more prominent post treatment. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Changed data: b.5. Corrected data: d.4, h.6.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting using the cooladvantage plus applicator on (B)(6) 2021 who presented with hyperpigmentation and treatment area demarcation(tad). Hyperpigmentation and contour irregularities generally resolve over time without medical intervention, in this case both are still present 3 years post coolsculpting treatment. Plan of liposuction to the lower abdomen and fat grafting to the right upper quadrant for contour deformity and potential laser treatment.